Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys amh results for 3 patient samples tested on a cobas e 411 immunoassay analyzer that were not matching their clinical pictures. Patient 1 initial amh result from the primary tube was 0.201 pmol/l with a data flag. The amh result from a sample from a (B)(4) cup was 19.71 pmol/l. On (B)(6) 2018 the primary tube was tested again with an amh result of 19.03 pmol/l. Patient 2 on (B)(6) 2018 initial amh result from the primary tube was 0.196 pmol/l with a data flag. The amh result from a sample from a (B)(4) cup was 18.92 pmol/l. Patient 3 on (B)(6) 2018 initial amh result 7.77 pmol/l. On (B)(6) 2018 the amh result was 7.82 pmol/l with a data flag. The amh result of 7.82 pmol/l was questioned by the physician as it did not match the patient's clinical history. On (B)(6) 2018 a new sample for patient 3 had an amh result of 2.30 pmol//l with a data flag. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The amh reagent lot was 301516 with an expiration date of 31-dec-2018. Qc results on the days of events were acceptable. The field engineering specialist performed precision testing with a sample in a tube compared to a sample in a (B)(4) cup. The results from the sample cup were much lower in comparison to the tube results. He performed minor adjustments on the sampling position of the sample/reagent probe. The investigation determined that a general reagent issue can very likely be excluded based on the provided qc data. There have been no further issues following the service visit.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.